Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege, the patient suffers severe pain, discomfort, and decreased mobility and walks with a constant limp.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes a2xfr1, 2099220, ch8gj1, c22a14, 2477604, 2428264, 2245330, cc6d41, 2586687, a31ee1, 2126652, and at3sa4. A search of the complaint database search finds additional reported incidents against both lot codes a3nba4 and a3da94 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update - (B)(4) 2012 - additional records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Event description:
Ppf, pfs, and medical records received. Ppf provides no new information. In addition to what was previously reported, patient also alleges injury. After review of medical records, there were no new information added that changes the MDR reportability, doi: (B)(4)2008; dor: not reported; left hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.